Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reap1987 showed no other similar product complaint(s) from this lot number. Device, not yet returned.

Event description:
It was reported that the nurse first noted the blue pressure hub wouldn't attach properly to the groshong port. The guide wire remained in the catheter and a blunt flush cap was attached to the guidewire's hub. After placement the physician initially stated that there wasn't a guide wire in place and this was confirmed by an x-ray where no guidewire could be seen. Further examination indicated there was in fact a wire left inside the patient. They believe it was left inside the patient because it had broken off of the original cap. After the surgeon removed the wire it was compared to a fresh groshong catheter kit, they noted no appearance of damage to the wire, both wires measured 19.5 inches and they surmised that nothing remained in the patient. No patient injury was reported.